Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant in a patient with excess calcium. During the procedure, a pre-bav was performed with an unknown balloon. The valve was then positioned and while the device was being deployed, it was noted that it didn't expand sufficiently. A second attempt was made, but again the valve wasn't able to expand fully. The system was removed and a pre-dilation was performed. A non-abbott balloon expandable valve was used instead to resolve the event. There were no adverse health consequences to the patient. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
An event of valve underexpansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The device was returned for analysis. The valve was returned in a dehydrated state. The condition of the valve precluded functional testing. Based on all available information, a cause for the reported valve underexpansion could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant in a patient with excess calcium. During the procedure, a pre-bav was performed with an unknown balloon. The valve was then positioned and while the device was being deployed, it was noted that it didn't expand sufficiently. A second attempt was made, but again the valve wasn't able to expand fully. The system was removed and a pre-dilation was performed. A non-abbott balloon expandable valve was used instead to resolve the event. There were no adverse health consequences to the patient. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.